Event description:
It was reported that the customer received an incomplete alert as they had not completed a pump request. The customer then experienced an elevated blood glucose (bg) level of 600 mg/dl. Reportedly, the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit where bg was treated with intravenous insulin and saline. The customer was discharged on 3/31/2026 with no permanent damage. Tandem technical support educated the customer on the meaning of an incomplete alert. Reportedly, customer reverted to an alternate method of insulin therapy.